Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the prior to the procedure, the physician elected to explant the device prophylactically due to an advisory. The device showed no signs of early battery depletion or any signs of malfunction. The device was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.